Event description:
Report received of an incident involving an extension set where the set ruptured about 1/4th of an inch below the clave port. The patient was receiving hydration fluids via gravity at 150ml/hr, peripherally. The set had been in use for less than 24 hours when the rupture occurred. The nurse clamped off the IV line and changed the extension set without further incidence. The patient's IV access remained patent. There was no reported patient harm or adverse patient effect. The reporter states that the extension set appeared to be thinner in the area below the clave port. The used set was contaminated with blood and discarded. Although requested, no additional information was available.